Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as the event date is unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, during the procedure, the suture was stuck inside the ligator cap which caused difficulty connecting the suture to the trip wire. Eventually, a hemostat was used to het the suture out of the ligator head and the device was successfully installed. The procedure was completed at this time. Additionally, difficulty setting up the device was noted. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.